Event description:
It was reported that the patient's vns lead was bulging in the neck. The physician referred the patient for surgery to prophylactically replace the generator and release some of the slack for the vns lead to help with the bulging. Further follow-up with the physician found that a suspected contributing factor of the lead's bulging was the patient having occasional violent seizures. The physician was referring the patient to surgery to preclude a serious injury but also because the generator was nearing end of life. The patients underwent generator replacement surgery and the lead was left implanted. No additional relevant information has been received to date.

Event description:
Further follow-up with the physician's office found that during the generator replacement surgery more slack was provided to the lead. During a post-operation appointment it was noted that the lead bulging improved after the lead's placement was adjusted.